Event description:
A (B)(6) female pt contacted zoll customer support to report that there were bent pins in the belt connector and she was unable to connect the belt to the monitor. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (connector pins bent/cannot connect belt to monitor) has been confirmed. Upon eval, the pins in the electrode belt trunk cable connector were bent in a swirl pattern. The cause for the inability to connect the belt to the monitor is the bent pins. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.